Manufacturer narrative:
(B)(4). CAPA: the reported case report is unassessable as the root cause leading to intensive care treatment of the patient is somehow unclear. No corrective/preventive action will be initiated. A trend analysis shows that there are no increased trends of medical complaint for the reported lot numbers 13501. Pharmacovigilance comment: the source data states that the patient was in an intensive care unit and the doctors who were caring for the patient confirmed that the patient's condition was all due to the fillers. The company has assessed the causal relationship as unassessable due to limited information; the root cause (event) leading to intensive care treatment of the patient is somehow unclear. Though, it was assessed that the case fulfills the criteria for reporting to the competent authority. Additional comments: see report 1000118068-2016-00026 for restylane- l.

Event description:
A report (B)(4) was received on 27-apr-2016 from the nurse injector concerning a (B)(6) year old female patient who was new to their clinic. The patient had previous fillers that included: restylane, radiesse, juvederm and botox. On (B)(6) 2016, the patient was injected with restylane-l (lot code 13501 with an expiration date of 31-oct-2017), restylane lyft (lot code 14170 with an expiration date of 30-sep-2018) and juvederm voluma in the marionette lines, chin, a spot on the left jaw line, the left back of the jaw line, the left and right under eye areas and the side of the eyes. The reporter did not know which product was injected at what spot on the patient's face. The reporter called the patient's phone to discuss another issue with the patient, but the patient's sister, who was a lawyer, answered the phone. The patient's sister informed the reporter that the patient was oversees in an intensive care unit (ICU) and the doctors who were caring for the patient confirmed that the patient's condition was all due to the fillers. The patient was given intravenous (IV) antibiotics in the ICU. The patient's sister declined to provide any additional information or details to the reporter. The reporter stated that the medical director attempted to reach out to the patient as well, but was not successful in reaching her. The reporter stated that she has reported the adverse event to allergan, the manufacturer of juvederm voluma. The reporter stated that if she learned of more information, she would contact us.